Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead and the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Apparent oversensing in ventricular high rate episodes. Auto lead diagnostic shows ventricular lead impedance current average at 234 ohms and lead warning dated 30-oct-2014.

Event description:
It was reported that the device triggered a patient alert. Device interrogation, the recorded episode suggests noise and oversensing. It was there was low impedance on the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 5076-52 lead implanted: (B)(6) 2011. (B)(4).